Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. The customers blood glucose (bg) level was reported to be above 300 mg/dl. The customer delivered a bolus and went for a walk to stabilize bg level. At the time of the report with tandem technical support, the customer did not reload the cartridge. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond.